Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer received several readings and stated that blood glucose was 140 mg/dl and sensor glucose was 40. In the morning blood glucose was 42 mg/dl. Customers' blood glucose at the time of call was 200 mg/dl and sensor glucose was 300. Troubleshooting could not continue as customer removed sensor. Customer was advised that sensor would be replaced.